Event description:
A pt underwent a therapeutic procedure for hemostasis treatment of a gi bleed. The resolution clip device did not deploy. Specifics of how the clip would not deploy are unk at this time. The clinician has indicated that the device possibly bent int he scope. The pt was treated successfully via cauterization of the bleed site.